Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 30 mg/dl. Troubleshooting was performed. The customer stated that when she changed the infusion set and when she went to do the fill cannula, the screen was back at the main menu screen. The customer had already inserted her infusion set and was connected. The customer also reported a button error alarm. The customer was unsure if she pressed the buttons more than three minutes. The customer's most recent glucose reading was 274 mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.